Manufacturer narrative:
Concomitant medical products: 4568-53 lead, implanted: (B)(6) 1999. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an episode of noise. The lead remains in use. No patient complications have been reported as a result of this event.